Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the nasolabial sulcus region with juvéderm® volift¿ with lidocaine. The patient experienced an ¿arterial occlusion.¿ the patient was treated with hyaluronidase, acetylsalicylic acid (asa), local heat and massage and was reevaluated a few hours later. The patient returned for a follow up and presented ¿few improvements¿ as well as ¿areas of congestion and hyperemia.¿ the patient was then treated with more hyaluronidase. The symptoms are ongoing.